Event description:
It was reported in a service report that the head end patient left side rail assembly was not locking in the up position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: timing link on left head end side rail was worn.